Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the sureform 60 stapler instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument was used for a surgical task and exhibited unintuitive motion. The instrument had a 90-degree aversion and moved up and down instead of left and right. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon¿s head inside the surgeon side console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon side console. The instrument moved side to side when the intention was up and down. There was not any shakiness and/or friction experienced/observed. There were no external collisions. The issue was persistent. The customer tried other instruments in the universal surgical manipulator and those instruments worked as intended. The customer resolved the issue with a backup sureform 60 stapler instrument. There was no patient injury as a result of the event. The instrument was inspected prior to use, and nothing was observed out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and the complaint was not confirmed or replicated by failure analysis. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 60 reloads. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.